Manufacturer narrative:
Device evaluation: the device was returned for investigation. Error codes 1660 and 1320 messages were found in the event log. A visual inspection and functional check were performed. The customer's reported failure was confirmed. Pump was found to be displaying "1660" error code message on power up when batteries are inserted. Microprocessor unit board will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited lec 1660. No adverse effects were reported.